Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported burn damage to the c cover during maintenance involving an olympus gastrointestinal videoscope. The customer suspected that the burn damage to the c cover was caused by the use of an instrument. There were no reports of patient involvement.